Event description:
In 2006, it was reported to boston scientific corporation, that a flexima biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, a flexima biliary stent was inserted, but the clinician encountered difficulties during device exchange. The guidewire pulled the stent out during the exchange. An attempt to push the device failed and the stent broke off. The stent was removed and another flexima biliary stent was used to successfully complete the procedure. There were no complications reported and the patient's condition was noted as "well."

Manufacturer narrative:
Results: (other) no damage to delivery system. A visual investigation revealed that the delivery system was intact and not broken. The guide catheter was partially collapsed distal to the push catheter. The guide catheter was kinked, collapsed and twisted. Customer complaint not confirmed.